Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer states going threw 4 infusion sets, customer was advised they will be replaced. The customer was assisted with troubleshooting for no delivery, customer was advised it was a possible site related issue. The customer declined to trouble shoot for high blood glucose levels of 500 mg/dl. The customer states was off the pump but not for how long.